Event description:
Radial artery catheterization device introduced for arterial line. Introducer removed of while md removing guide wire, it seemed to stick and was removed. X-ray done showed retained piece of device in radial artery. Unable to remove device. No known injury to pt on this occurrence. Visual inspection of device used appears an outer lining is missing.